Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter separation occurred. A 135cm renegade (tm) hi-flo (tm) fathom (tm) kit was selected for use. During unpacking, after flushing the microcatheter, the physician removed the device from the loop and noticed that the microcatheter was separated. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis with the carrier hoop and guidewire. The shaft of the catheter was found to be broken at 19.2cm from the hub and the braid was exposed from 19.2cm to 26.5 cm from the hub. A coating confirmation test was carried out. The test revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter separation occurred. A 135cm renegade¿ hi-flo¿ fathom¿ kit was selected for use. During unpacking, after flushing the microcatheter, the physician removed the device from the loop and noticed that the microcatheter was separated. No patient complications were reported and the patient's status was stable.